Event description:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit. Visual inspection of the unit revealed a broken thermostat, damaged by misuse on the part of the consumer, which had briefly allowed electricity to come into contact with the fabric foundation, resulting in a 1/2" burn.